Manufacturer narrative:
The full name of the event site in was shortened due to field character limit; the full name is (B)(6). Testing of actual/suspected device : a getinge field service engineer (fse) was dispatched to evaluate the iabp. The fse inspected the unit, reseated all the connections, checked the coiled cable, and was able to get the touchscreen to work intermittently. The fse found what looked to be a pen or something sharp had been pressed against the touchscreen causing it to apply pressure at that spot continually. To fix the issue, the fse replaced the touchscreen assembly, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) touchscreen would not respond to most commands. The unit was swapped out with another to continue therapy. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp. The fse inspected the unit, reseated all the connections, checked the coiled cable, and was able to get the touchscreen to work intermittently. The fse found what looked to be a pen or something sharp had been pressed against the touchscreen causing it to apply pressure at that spot continually. To fix the issue, the fse replaced the touchscreen assembly and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.

Event description:
N/a.